Event description:
The or technician had connected the light cord to the power source, thus making the cord active. The technician then laid the active cord on the drape which was covering the pt and turned to the mayo stand to get the camera. Upon turning back to the light cord it was noted that there was a pencil size burn hole in the drape from the active light cord. There were no injuries, no flames and new drape was placed on the pt.